Manufacturer narrative:
The device involved in the event will not be returned for investigation, as it was consumed in the event. Axium registry information. Foreign country registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in foreign countries. Enrollment started in 2008; enrollment ongoing n = 166; target 300 patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237. See scanned pages.

Event description:
Information from axium intl. Clinical trial database. Ruptured pca aneurysm coiling with 4 axium coils. Qc-3-4-3d, qc-2-3-helix, qc-2-2-helix, qc-1.5-2-helix. Adverse event reported: massive vasospasm. Patient died seven days post-procedure.